Manufacturer narrative:
Corrected data: this report is being updated, as further review indicated that a duplicate report for this event was submitted under MFR# 0002249697-2018-01937. Any subsequent reporting will be relayed via this report (MFR# 0002249697-2018-04043). An event regarding crack/fracture, wear and abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of crack/fracture & wear/ metallosis was confirmed via clinician review., while the event of abnormal ion level was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted. Injuries and/or excessive levels of cobalt and chromium could not be confirmed. Root cause: the root cause of the revision was a ¿broken¿ femoral component. The root cause of the femoral failure and other findings cannot be determined without additional medical records. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood, metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism. Clinician review of provided medical records confirmed that a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted. Injuries and/or excessive levels of cobalt and chromium could not be confirmed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2008 and was revised on (B)(6), 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, and excessive levels of cobalt and chromium in his blood. *update per clinician review: "confirmation: a revision surgery was performed. Metallosis, fracture of the femoral stem and extensive destruction of the polyethylene and locking mechanism were noted."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2008 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, and excessive levels of cobalt and chromium in his blood.